Event description:
Customer reported receiving a "replace sensor" message after 11 days of wearing the adc freestyle libre sensor. Customer was asleep when the message was received and did not recall symptoms, but reported being treated with "sugary water" by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh003y28hr has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug assembly and a broken plug corner was observed. This issue has been forwarded to extended investigation. Visual inspection of the returned sensor plug has been performed, and the sensor plug corner was observed to be damaged. Due to the nature of damage it has been determined that it would not have had an impact on the user¿s complaint or caused a replace sensor message. The plug was observed seated correctly and the damaged plug corner did not impede the correct closure of the sensor connector onto the sensor tail. The connector seal was properly maintained, and no evidence of liquid ingress was observed to have entered the connector. The plug snaps were curled correctly indicating the damaged corner did not prevent the plug from seating correctly in the sensor. A simvivo test was performed and the results were within specification and no error messages were observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 11 days of wearing the adc freestyle libre sensor. Customer was asleep when the message was received and did not recall symptoms, but reported being treated with "sugary water" by a third-party. There was no report of death or permanent impairment associated with this event.